Event description:
It was reported by the customer's mother that the customer had gotten the insulin pump wet when she went swimming. Customer thought it was somewhat waterproof. Customer's mother stated that it was sitting on the ground and the water came up to the side and the pump got soaked. Customer did not realize that it was sitting there. Customer's mother reported that there is fluid under the lcd display. Customer's mother stated that it is in really good shape. Customer's mother took out the battery and put it back in and the pump counted. The screen was black with gray around. Customer was advised to discontinue use of the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.